Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and after the delivery of a bolus of 36 units, the insulin gauge displayed 95 units and remained static. The customer's blood glucose level was 160 mg/dl. Although requested, the customer declined to reload the cartridge and declined further follow-up on the reported event.